Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to be implanted in the atrium despite multiple attempts. The ra lead was removed and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.